Event description:
Reporter said she had a knee replacement surgery in (B)(6) 2014 for the first time. A year later she had an emergency revision done. For the third time, in (B)(6) 2016 she also had a partial replacement surgery done. Patient stated that after all these she is still having a major problem. She has difficulty walking, she is using a cane, difficulty sitting or standing for a long time, difficulty going up and down the stairs, she falls down a lot, cannot straighten or bend her leg because it gets stuck, cannot go in and out of the shower, she also has excruciating pain that wakes her up in the middle of the night. She is in pain management because of that.